Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with infusion set and reservoir. The customer stated that the plunger seems to be loose and that allows air bubbles to come in. The customer stated that the plastic of the reservoir is defective and the plunger goes up and down the reservoir too easily and has an issue with air bubbles. The customer reported that the current blood glucose level was 8.2 mmol/l. Troubleshooting was performed. The customer was unable to remove the air bubbles from the tubing. The issue was not resolved. The customer will return reservoirs. The infusion set is not expected to return. Additional device related incident: infusion set ((B)(4)).

Manufacturer narrative:
Evaluated one random seal. Performed pre-fill reservoir test. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles. (B)(4).